Event description:
It was reported that the patient experienced an overdose. The patient had been on 400 mcg/day for several months. On tuesday ((B)(6) 2010), the patient had a fusion. They increased the dose to 450 mcg/day prior to the fusion to control pain or spasms. By friday, the patient was non arousable, hypothermic and obtunded. The patient's pca was also turned off but the patient received one dose of oxycodone and visteral. At 7 p.m. On (B)(6) 2010, the dose was turned down to 400 mcg/day and at 1 a.m. The dose was turned down to 350 mcg/day. They were finally able to rouse the patient with great effort on (B)(6) 2010. They considered stopping the pump. Neuro and lab work ups were fine. They were unsure what was causing the symptoms. The pump contained 2000 mcg/ml of lioresal. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).